Event description:
The customer reported that an alarm was generated by the monitor. They didn't know if it was a red, orange or green alarm. They used the touch suspend key. Then they left the bedroom. Twenty minutes later, they came back in the bedroom and found the pt dead. The monitor showed asystole, but there was no audio alarm.